Event description:
It was reported that the 3.5mm full radius blade shed flakes from the inner blade when activated during a meniscus repair procedure. A backup blade was used to complete the procedure, and the surgery was completed without delay. No patient injury or complications were reported.

Manufacturer narrative:
The complaint stated that the ¿inner blade shed flakes when activated¿. The device did not have any flakes upon receipt. Functional testing shows the blade spins freely with no binding. There are no other observations that would contribute to the complaint issue. Visual inspection showed light lengthwise scratches on the outer surface of the outer blade. This indicates contact with another device or instrument. This would not cause the amount of shedding stated or at the location stated. There are no other observations that would contribute to the complaint issue. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined, as the failure mode describe in the complaint was not encountered in testing. No further investigation is warranted at this time.